Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to deploy clip was not confirmed. The reported material protrusion (mandrel was extended past the l-lock tabs) was confirmed as the actuator coupler and actuator mandrel were returned exposed from the l-lock tabs. A review of the lot history record revealed no manufacturing. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported difficulty to deploy the clip appears to be related to user technique due to the user not pulling the actuator knob far enough during deployment. A definitive cause for the reported material protrusion could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: it was believed that the difficult deployment occurred because the operator was not pulling the actuator knob back far enough. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 2 additional implanted mitraclips. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The two clip delivery systems (cds (B)(4)) referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the difficult clip ((B)(4)) deployment and mandrel extended past the l-lock tabs. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds (B)(4)) was advanced to the mitral valve and placed at a3/p3. When the clip was attempted to be deployed, it did not release from the cds. The cds was moved medial, and after approximately 30 seconds, the clip deployed. The second cds ((B)(4)) was advanced to the mitral valve and placed at a2/p2. When the clip was attempted to be deployed, it did not release from the cds. The cds was moved medial, and after approximately 30 seconds, the clip deployed. The third cds ((B)(4)) was advanced to the mitral valve and placed medial of a2/p2. When the clip was attempted to be deployed, it did not release from the cds. The cds was moved medial, and after approximately 30 seconds, the clip deployed. After deployment, it appeared that the mandrel was extended past the l-lock tabs. The cds was removed without issue. Three clips were implanted, reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.